Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The hill-rom technician investigated, and found the hook spring was not in the proper position. The technician adjusted the hook spring to repair the bed.